Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of driveline fault alarm was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2024 at 00:01:28, the log file captured driveline power fault alarms due to power a open faults. The power a open faults are due to the current sense intermittently dropping below the threshold. The driveline power fault alarm remained active until the driveline was disconnected at 09:38:47. This is consistent with the exchange of the system controller. The driveline power fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Additional submitted log files containing data from after the system controller and modular cable were exchanged were reviewed and showed the system functioning as intended. The retuned system controller, serial number: (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue or atypical alarms produced. The provided information indicated no further alarms have been observed since the system controller and modular cable were exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 15mar2022. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline power fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm at 0001 on 26july2024. The patient was asymptomatic at the time of the alarm and there was no loss of power or flow. It was recommended by abbott that the patient present to the emergency department for left ventricular assist device (lvad) interrogation and assessment. There was no external damage to the driveline other than a slight permanent bend to the modular cable proximal to the patient, but no wires were showing and no damage to the sheath. Log files were submitted for review and confirmed the driveline power (a) faults on 26july2024. A modular cable and system controller exchange was recommended. The system controller and modular cable were exchanged, and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.